Manufacturer narrative:
The reported event of backup operation was confirmed. Upon receipt, the device was not able to communicate due to low battery voltage. Analysis of the device image found the device performed numerous high voltage charges for high voltage therapy. The cause of backup operation and no communication was consistent with low battery voltage resulting from numerous high voltage charges. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal. A longevity calculation was performed and the battery depletion was normal based on the device usage.

Event description:
New information notes that the device was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup vvi mode. A device restoration was not successful. The device was pending explant. The patient was stable.